Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost stimulation coverage in his right leg. A sjm representative determined there were multiple contacts with invalid impedances. Reprogramming with the existing contacts captured stimulation in the patient¿s left leg but very little in his right leg. No course of action was planned.